Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 232.6040. Technical support: informed this is due to the display board. Provided part number. Recommended sending in for repair. Customer will seek direction from their leadership. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue was due to damaged display board (error code 232.6040). There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
The customer reported error code 232.6040. No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 232.6040. No patient involvement.